Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient's lvad system produced power elevations. The patient was sent home by the resident physician. On an unspecified date, the patient returned to the hospital for a ramp echocardiogram. The echocardiogram demonstrated inadequate left ventricle unloading with increased pump speed, and the patient was admitted for further evaluation. It was reported that the patient had a rather small ventricle (approximately 5 cm) and therefore the vad clinician did not feel this was an abnormal finding. The patient had no signs or symptoms of hemolysis, including no elevated lactate dehydrogenase (ldh) or hematuria. The patient has a recent history of a subtherapeutic inr (less than 2.0). Analysis of the system controller log file confirmed power elevations greater than 10 watts. On (B)(6) 2016 the patient's system controller was exchanged. Log files were submitted for the new system controller following the exchange. The manufacturer's technical services reported that the averages were similar in values to the previous log file submitted for the original system controller. On (B)(6) 2016, it was reported that the patient underwent a pump exchange for suspected pump thrombosis.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 15.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding its bearing ball. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a specific cause for the development of the observed deposition could not be conclusively determined through this evaluation, it could have contributed to the reported event. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. An electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.